Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left elbow. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the second inflation when applying pressure for 30 seconds each, the balloon ruptured. The device was successfully removed with no damage on the device and was replaced for a different model to complete the procedure. No complications reported, and patient status was good.